Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the straight fixed core wire guide was used for insertion of a urethral catheter with a flexible cystoscope. When removing the wire guide after introducing the catheter, it was noted that a section of the wire guide had uncoiled and an inner section of the wire guide had snapped. There was no report of resistance during removal or kinking of the wire. The product problem did not result in any reported serious injuries to the patient.